Manufacturer narrative:
(B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured on 05/07/2024, 05/13/2024 and 04/22/2024. It was reported that patient faced 3 events of infusion set fell off during use. The event occurred within 2 days of insertion. The blood glucose level was 300mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.